Event description:
User received discrepant d-dimer results for 3 patient samples which were tested on two different methods. The samples were run on the triage d-dimer by biosite in the emergency department at the site and by the roche d-dimer run on the cobas c501 in the core laboratory. Sample 1 triage result was less than 100-negative, and the roche d-dimer result was 3798 ng per ml. Sample 2 from 3-9-09, triage result was less than 100-negative and the roche d-dimer result was 908 ng per ml. Sample 3 from 2009, triage result was 101-negative and the roche d-dimer result was 4384 ng per ml. The erroneous results were reported. The user stated the patients were not treated based on the results. The user stated he did not feel this was an instrument issue, but possibly an interferant. He did not want a field service representative visit. If additional information is received, appropriate notification will be provided.